Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and pelvitex were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 02/10/2014.it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laproscopic sacrocolpopexy, lysis of adhesions, cystoscopy due to sui, pop.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bacterial vaginosis, postmenopausal atrophic vaginitis, vaginal lump, white vaginal discharge, urgency, urinary incontinence, and enterocele. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent revision/partial removal of mesh on (B)(6) 2013. It was reported the partial mesh will be completely removed on (B)(6) 2014.